Event description:
This rv lead was implanted on (B)(6) 2018, and still remains implanted at this time. In a product experience report received on (B)(6) 2018, it was noted, that the lead exhibited rv threshold and impedance. The physician was dr. (B)(6) at (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).